Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Broken jaw fell into patient. Could be removed without consequences for the patient. No further information is available.

Event description:
It was reported that during a sigma procedure, the jaw broke. No further details available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.